Event description:
Addendum received 2/19/10: during the procedure at 09:45 hours, the patient experienced a drop in blood pressure to 82/28 mmhg. He was treated with 100 mcg of phenylephrine IV.

Manufacturer narrative:
.

Event description:
Customer reportedly received results of 155 mg/dl and 307 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.